Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal distension ("swelling my tummy is much less bloated") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had hysterectomy). Essure was removed. At the time of the report, the abdominal distension was resolving. The reporter considered abdominal distension to be related to essure. The reporter commented: she was 11 days post op and doing pretty well. Even with swelling her tummy was much less bloated and she feel lighter and she was so grateful to have those things out of her body. Concerning the injuries reported in this case, the following one was reported via social media: abdominal distension. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.